Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, while trying to perform an end-to-end anastomosis, the blade was deployed but no staples deployed. The patient started to bleed which required repair, but they were unable to redo the anastomosis. The procedure was converted to open and the patient received a permanent stoma. The procedure was prolonged 120 minutes.